Event description:
The customer reported a cmos error and no image on screen. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset the cmos settings. System operates as intended. (B) (4).